Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, (B)(6).

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent a scs system replacement procedure and was doing well postoperatively. The explanted device components were discarded.